Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The pulse generator exhibited ventricular undersensing. The device was reprogrammed.

Manufacturer narrative:
UDI (di): (B)(4).